Event description:
The customer used the device to check their blood glucose and obtained a reading of 103 mg/dl. They then injected 10 units of humalog. After dinner they sat down on a chair and couldn't get up. Family member checked their glucose with another brand of meter and the reading was 39 mg/dl. Family member rushed them to the ER. They thought they were given a glucose IV at the hosp. They said they ran controls and they were in range. The device was replaced and authorized to be returned for evaluation.